Manufacturer narrative:
A ge rep evaluated the system and replaced the charger pcb and the battery pack. System operates as intended.

Event description:
Customer reported the system is displaying a charger failed error. No pt injury was reported.